Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer believed the fill estimate was inaccurate as cartridge was declared empty prior to when the cartridge was expected to be empty. Troubleshooting was unable to be performed as the issue occurred in the past. Tandem technical support educated the customer about unusable insulin and the customer acknowledged that the unusable insulin could have accounted for some of the discrepancy. At the time of the report, the customer's fill estimate was +60. The customer did not want to reload the cartridge. Additionally, it was reported that the pump was not delivering insulin properly. Customer declined further troubleshooting. The customer's blood glucose was 198 mg/dl.